Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, occurred during a sub total gastrectomy. The surgeon was not able to fire the device. Another device was used to complete the procedure. No patient injury or extension in surgical time. Patient status is no problem.